Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, they found out that there was a leakage at the transparent silicone hose. The catheter was not repaired and tego was not unitized. They did not used any cleaning agent to the device and there was no luer adapter issue. There was a catheter leak (transparent silicone hose). It was also stated that they found the leakage in the middle of the tube (low amount of oozing and unable to measure). They had to replaced the catheter to resolved the issue. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the red port, blue port, clamps, bifurcate and cannula appeared intact. Pmv performed functional testing; the distal end of the cannula was clamped and a water bath test was performed, air bubbles were detected in the middle of the extension tube on the blue port side. A small hole was observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the hole in the extension tube may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the r eported incident was confirmed. Based on the evidence available the reported condition of extension tube leak was confirmed. The file will be closed as misuse of product. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.